Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, it was a difficult gallbladder. There was bile noted at the cystic duct, so the first set of clips was removed. It was clipped again and a drain was placed. The patient is currently recovering. The drain is out and the stent will be removed 8 to 12 weeks post operation.